Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 490 mg/dl. Advised customer to revert to a back-up plan. The customer stated that the insulin pump was neither dropped, bumped nor exposed to an electromagnetic field. The customer was able to rewind the insulin pump, and the insulin pump was working correctly. Advised to monitor their blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.